Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead integrity alert (lia) triggered due to multiple high-rate non-sustained tachycardia episodes and the right ventricular (rv) lead exhibiting an increased sensing integrity counter (sic). The lead was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.